Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was explanted in response to an advisory that was issued on march/2001. Guidant received additional information that the lead was surgically capped due to lead fracture.